Manufacturer narrative:
The investigation reviewed the calibration on 23-dec-2023; the results were within specifications but the calibrator 2 signals were at the lower end. The investigation reviewed the qc recovery on the date of event; the results were within specifications. The investigation excluded a general reagent problem because the qc before the event was within range. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas e411 disk is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg stat (hcg stat) result from one patient sample tested on the cobas e411 disk. The initial result of the undiluted patient sample was >10000 miu/ml with a data flag. The first repeat result with the patient sample at 1:100 dilution was 169.4 miu/ml with a data flag. The second repeat result with the patient sample at 1:100 dilution was 12513 miu/ml with a data flag.